Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion for dilation. The balloon was first inflated at 10 atmospheres however it ruptured a 14 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.